Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, after the valve was released to a depth of 1-2 mm on the non-coronary cusp (ncc) and the left coronary cusp (lcc), severe paravalvular leak (pvl) was noted. A balloon aortic valvuloplasty (bav) was performed with a 24 mm balloon and reduced the pvl to moderate-severe. A second bav was performed using a 25mm balloon. The pvl remained unchanged and a second valve was implanted at deeper depth reducing the pvl. No additional adverse patient effects were reported.